Event description:
It was reported that pump insulin gauge displayed amount different than expected, with caller experiencing inaccurate fill estimate despite proper filling steps and no cartridge reuse or overfill. There was no reported impact to the customer¿s blood glucose level. Customer, with support from technical support, reloaded same cartridge and was instructed to disconnect and deliver 10.2 unit bolus to update insulin estimate, after which displayed and expected values aligned within acceptable range and issue was resolved.